Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis on 28jun2024. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Functional testing was performed by inflating the device to rated burst pressure and it was able to hold pressure. No other damage or irregularities were noted.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. An 8.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, on the first inflation, the balloon ruptured. The device was successfully removed, and it was noted that the rupture was at the tip of the balloon in the form of a pinhole. A different device was used to complete the procedure. No complications reported, and patient status was good.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. An 8.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, on the first inflation, the balloon ruptured. The device was successfully removed, and it was noted that the rupture was at the tip of the balloon in the form of a pinhole. A different device was used to complete the procedure. No complications reported, and patient status was good.